Event description:
It was reported that during the implnat all values were normal and the helix extended normally. The next day it was noted that the sensing had decreased, the pace impedance measurements had increased and the pacing thresholds had increased. An ultrasound was completed and it was noted that the lead had dislodged and the helix was retracted. The patient thus underwent a repositioning procedure and was later replaced with a new lead. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.